Event description:
Boston scientific received information that this right atrial lead did not pace when required along with undersensing as the lead was dislodged, but the patient converts on its own. The ra lead was repositioned and still remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available